Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received to rewind more than once several times as well as several unexplained no delivery alarms. The customer¿s blood glucose level was unknown. Customer stated that scratches on screen make it hard to read data. Customer was declined to troubleshoot. The insulin pump will not be returned for analysis.